Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient reported developing an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on their back. Symptoms reported include redness, pain, itchiness and pus coming from the site. The patient went to the hospital and was diagnosed with an infection. The patient was provided antibiotics (name unspecified) and got their glucose levels under control. They also received intravenous fluids due to being dehydrated. The pod was discarded.